Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose testing, within 10 mins, using different finger sticks. Her first reading was 118 mg/dl, the second test was 158 mg/dl. She used a new vial of strips for the second test, resetting her meter. She did not have any symptoms. A control solution test was in range, 132 (91-137).